Event description:
It was reported that the "print was missing" on five bd insyte¿ autoguard¿ shielded IV catheter packages.

Manufacturer narrative:
Describe event or problem: it was reported that the "print was missing" on five bd insyte¿ autoguard¿ shielded IV catheter packages. Investigation summary: received five unused iag 22ga units in sealed packages from the catalog number 381823, lot number 8031891. Two photos were submitted for evaluation. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of package print permanency with lot #8031891 regarding item #381823. DHR review was performed on lot number 8031891. The lot number was built on afa line 5 from 02feb2018 through 07feb2018. Packaged on packaging line 8 from 03feb2018 through 12feb2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Investigation conclusion: the five packages were missing from the paper top web (label); the bd logo, ref no., description, lot number and the expiration date. Based on the evaluation of the submitted photo; the photos displayed there was missing print from the package top web (label). Which is the same finding as that of the evaluation of the returned units. Root cause description: there is a vision system that checks for the lot number and other print on the package label. The packages that are missing printed information are rejected and dumped into a sorting bin. When the bin needs to be emptied, the bin is replaced. All packages in the bin are inspected for product attribute. The acceptable packages are placed into a labeled dispenser; ready for placement into the shipper. The product associated with this incident report was not removed due to human error. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the "print was missing" on the bd insyte¿ autoguard¿ shielded IV catheter.